Manufacturer narrative:
The guide wire has not been returned for analysis as of the date of this report. If any additional relevant information is received, a supplemental MDR will be submitted.

Event description:
It was reported that during a pci procedure, a guide wire fracture occurred. The 85-90% stenotic and concentric lesion was located in the calcified, mid left anterior descending (lad) coronary artery. The physician advanced the luge guide wire down the lad and into a side branch. The lesion was predilated with an unknown balloon and another manufacturer's stent was successfully deployed. The physician then attempted to remove the luge guide wire from the side branch. Upon withdrawal of the luge guide wire, approximately 2.8cm of the radiopaque tip fractured from the distal end of the distal lad. Due to the fragment being located in a small, distal vessel with no side branches, the physician elected to leave the fragment. The patient was kept overnight for observation. Patient status listed as "stable".